Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The fse inspected the instrument and determined that the reference (ref) valve was defective. The fse cleaned the mid j nozzles, removed bubbles from reference block. The fse replaced the ref valve which resolved the issue. No further issues were noted after replacing the ref valve. The system returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case(B)(4).

Event description:
The customer reported the au680 clinical chemistry analyzer generated erratic sodium (na) and potassium (k) patient results. The erroneous results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.